Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that before a procedure, the laser output could not be increased above 80 microns and the aiming beam was out of focus. The procedure was canceled.

Manufacturer narrative:
The system was examined and the reported event was confirmed. The slit lamp adapter was connected incorrectly. The company representative adjusted the adapter to resolve the issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on february 20, 2016. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to an incorrect connection of the slit lamp adapter. The manufacturer internal reference number is: (B)(4).